Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the footpedals. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted low anterior resection and hemicolectomy left surgical procedure, that there was an issue with the monopolar pedal inside the drawer of the vision side cart. The customer received phone assistance from the technical service engineer (tse) for phone assistance. The customer stated that after 30 seconds of being idle, the pedal was firing again without being activated. The customer confirmed that the issue was with the monopolar pedal and that there was no activation issue related to the surgeon side console (ssc), only unexpected firing from the monopolar pedal. The customer did not notice any error messages on the erbe. To prevent further unexpected firing, the tse advised unplugging the cable from the pedal to the erbe, but the customer preferred to have the biomedical engineer perform this task. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the surgeon did not press any activation pedals at the surgeon side console at the time of the event. The instrument involved was an aesculap, and the procedure utilized an erbe, with no additional generators in use. There was no unintended activation of bipolar or non-energy instruments, and the system user interface correctly displayed the activation status and instruments on each arm. The event was resolved by discontinuing use of the pedal and switching to bipolar energy, allowing the surgical procedure to continue without delay. Additionally, the monopolar energy cable and endoscope cable were not in close proximity or tangled, and the instrument tips were not in contact with tissue at the time of the event.